Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression superion indirect decompression spacer (spacer) was explanted as the physician wanted to perform a lumbar fusion on the patient. The device was explanted, and the patient was doing well postoperatively. The explanted device was retained by the medical facility. No further information has been obtained despite a good faith effort.